Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom "won't stay powered up", which was reproduced. The symptom was found to be caused by a failed power cord. The power cord was replaced to correct this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it had turned off without user input. There was no patient involvement.